Event description:
The patient presented with ischemic cardiomyopathy (ef-ejection fraction 30%) and was implanted with an ICD 6 years ago for primary prevention. She has done well until early this morning when she received 6 inappropriate ICD shocks. Interrogation of the patient's device upon admission shows a fractured right ventricular (rv) lead and noise detecting in ventricular fibrillation (vf) zone resulting in appropriate shocks. She presented to the ep lab for rv lead insertion and generator change. Uncomplicated insertion of a new ICD lead via left cephalic vein with abandonment of the old fractured ICD lead.